Event description:
At approximately 1600 hours, the iabp was checked by the nurse per protocol and identified to be in good working order and functioning appropriately with a 1:1 ratio. Around sometime between 1620 to 1640 hours the balloon pump was noted to be in a 1:3 ratio, which to date I cannot identify the circumstances related to that change. The iabp was placed in standby by the int cards fellow for a planned re-positioning that was unrelated to the previously mentioned change in augmentation ratio. After the pump was in standby, the iabp was re-positioned, it was appropriately left in standby to await cxr confirmation of the positioning. During that time, the int cards fellow was interrupted for patient care issues unrelated to the patient described here. The iabp was unintentionally left in standby. When identified around 1700 hours, the pump was placed back into 1:3 ratio. Shortly thereafter, it was turned to a 1:1 ratio given that the reason for being in a 1:3 ratio could not be identified by discussing with interdisciplinary teams and searching for orders in the emr. The maquet iabp device does not have safety features that prevent such an event. I am unsure if the device malfunctioned, although it seemed to be working appropriately at the time I evaluated it and the patient. The iabp console would benefit from safety features, including a: shield / guard to protect unintentional button pushes; a passcode; a 2 button confirmatory process; and an alarm to notify of prolonged standby (> 5 minutes for example).